Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. The complaint device is not being returned, therefore is unavailable for a physical evaluation. We cannot determine what caused the user to experience the reported event. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed with no anomalies or discrepancies in the manufacture of this lot. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported that during a shoulder arthroscopy, dr pandit, calvary central districts hospital (B)(6) 2018. The unit failed, no suction. Unit was disposed of due to contamination. Opened second vapr tripolar 90 degree suction, suction was fine. 5 minute delay to procedure. No ae to patient.